Event description:
Customer reported a past low blood glucose event, with the lowest level recorded in the 40s mg/dl, which occurred earlier in the day before contacting support. There was no adverse impact to the customer¿s blood glucose level after consuming carbohydrates for treatment. Technical support advised the customer to consult with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged and understood this recommendation.